Event description:
It was reported there was a catheter blockage. Reporter stated that there was a catheter surgery for the blockage in (B)(6) 2012. The medication in the pump was morphine. No patient symptoms or any other information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8711, lot # n107420018, implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type catheter.

Manufacturer narrative:
(B)(4).